Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that on (B)(6) 2024 she started hearing her pump alarm and she realized she was due for a refill so she got in to her doctor on (B)(6) 2024 for a refill. Since then, the patient stated she heard a "beep beep beep" only at night at a certain time and she thought it was her pump. Agent redirected patient to healthcare provider (hcp). No symptom change reported.